Event description:
It was reported that an inset infusion set was deployed incorrectly and another infusion set was crimped out of the box (captured in (B)(4) / case number (B)(4)), leading to difficulty attaching or using the infusion set and a request for replacement supplies. No reported symptoms. Outcomes included no alerts or alarms and replacement infusion sets shipped with troubleshooting and education provided. Investigation included case documentation review and assessment of user handling and infusion set deployment. Investigation of this case revealed user-related insertion error consistent with a deployment issue. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set deployment with a possibly damaged infusion set from the lot provided (6010685).